Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was found to have a kink and confirmed insulation damage. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.